Event description:
Procedure: hernia repair. According to the reporter: the mesh didn't open up after implantation, had to be removed and replaced after enlarging the incision. On (B)(6) 2013, (post op day 4), the pt came to the emergency clinic (B)(6) with abdominal pain. Diclofenac 75mg 2/day was used to treat the event.

Manufacturer narrative:
(B)(4).